Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain 104 alarm at the end of therapy on the homechoice machine(hc). The cycle 4 ultrafiltration was 3163ml. The hp stated he felt perfectly fine and had no issues whatsoever. The technical service representative(tsr) explained to the hp the possible issue with programming. The tsr advised the hp to speak with the nurse. The nurse was contacted on (B)(4) 2012. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of high drain 104 (iipv-adult). The root cause was determined to be use error, tidal total uf removal set too low due to use of higher dextrose solution than usual. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. "Section 13 "topic 4: tidal therapy" gives the trainer instructions on how to properly set tidal therapy values. On pg 13-9 the instructions state "a good starting point would be, at a minimum, to review a drain history over the previous seven treatment days. The total amount of uf over the seven days should be added and then divided by seven to obtain an average daily uf goal." The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf. " a review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.